Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The customer was contacted for repair information. The device was evaluated onsite by a third-party service technician. They performed testing and found no issues with the active exhalation and deemed safe for patient use.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device evaluation has not been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.